Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the suction button/valve suddenly broke and could not be removed from the endoscope during a bronchoscopy procedure. As such, the procedure/examination was interrupted and the patient presented with chest tightness, respiratory insufficiency and arrhythmia. The procedure was able to be completed with a similar device with a delay of 20 minutes. Follow-up information for the event is pending at the time of the report.

Event description:
Information inadvertently left out: it was reported that faulty maj-207 (suction valve) has been abandoned. The device malfunction occurred during a diagnostic procedure and the faulty equipment did not fall into the body. There were no effects on the patient, and no injuries occurred. The patient has been discharged from the hospital. Additionally, the patient's outcome due to the procedure was not affected.

Manufacturer narrative:
This report is being supplemented to provide correction to the pervious report with information inadvertently left out (b5).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information provided through follow up (b5). Since the actual product was not sent, reproducibility was confirmed using a sample from a different lot (h9z25). As a result, if the rubber valve was attached correctly, no rubber valve remained inside the scope's suction cylinder. It was also confirmed that if the rubber valve was attached incorrectly, it would come off and remain inside the scope's suction cylinder. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to maj-207 (suction valve) detached from the endoscope, and the rubber valve of maj-207 remained inside the suction cylinder of the endoscope. Furthermore, it is possible maj-207 became detached from the endoscope due to the subject device not being properly attached to the endoscope and/or the rubber valve is not assembled properly with maj-207 main body. However, the subject device was not returned, and the specific root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: -6.1 attaching the suction valve to the endoscope. "(Warning) firmly attach the suction valve to the suction cylinder of the endoscope. If the suction valve is attached to the endoscope improperly with a gap between the base of the suction valve and the top of the suction cylinder, the suction valve may detach from the endoscope and/or may cause patient debris to leak or spray from the gap, posing an infection-control risk." "Sometimes the suction valve will click before it is fully seated in the suction cylinder. Press the suction valve down firmly to ensure that it is fully seated in the suction cylinder." - 8 assembling and inspecting the suction valve "8.1 assembling the suction valve 1. Press the valve into the main body 2. Inspection after assembling 3. Verify that the valve is correctly attached to the main body. 4. Visually inspect the valve and the spring for cracks." Olympus will continue to monitor field performance for this device.